Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, there was a whistling noise, no reflux and a message displayed indicating to check the connections. The case was completed with the same system and equipment. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported events were not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 18, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore the root cause of the reported noise and reflux issue could not be determined. The system message was found to be an expected feature of the system. Therefore, the system was functioning as expected and no malfunction is suspected. (B)(4).